Event description:
During the initial attempt to inflate the balloon, it would not inflate. The connections were checked and a second inflation to 6atm was achieved, however, at this time the balloon would not deflate. Attempts to deflate with a 20cc syringe and by withdrawing the inflated balloon into the guiding catheter were unsuccessful. The balloon was then advanced into the aorta, the pressure increased with an indeflator, and the balloon ruptured. No patient injury occurred.